Manufacturer narrative:
The insulin pump was received with corroded battery tube, cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
The customer reported via phone call that the piece of the insulin pump come off. The customer¿s blood glucose level was 138 mg/dl. Customer stated piece missing on reservoir compartment. The insulin pump was returned for analysis.